Event description:
It was reported that during a routine device interrogation, this right ventricular (rv) lead exhibited undersensing, high pacing thresholds, and loss of capture (loc). A fluoroscopy imaging was done and no obvious dislodgement was noted in the imaging. A lead revision procedure was performed. The rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. The lead is expected to return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found only dried body fluid was noted in the helix housing and typical surgery-related damage. Both findings are considered not abnormal. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that during a routine device interrogation, this right ventricular (rv) lead exhibited undersensing, high pacing thresholds, and loss of capture (loc). A fluoroscopy imaging was done and no obvious dislodgement was noted in the imaging. A lead revision procedure was performed. The rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. The lead is expected to return.